Event description:
This lv lead was implanted on (B)(6) 2016, and remains implanted as of this time. A call was placed to technical services on (B)(6) 2017, stating that this lead was seeing odd appearance on presenting egm. And some noise at the beginning of egm. Discussed trying to recreate noise noted, that previous presenting in (B)(6) looked like this as well. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).